Event description:
On (B)(6) 2011, a spontaneous report was received from a physician regarding a (B)(6) female who received an injection of restylane-l ((B)(4)). Medical history included a sulfa allergy. The patient's skin type was fitzpatrick 3. Concomitant medications included nexium (esomeprazole magnesium) 40 mg once daily. The patient received an injection of restylane-l (amount injected not reported) from two 1.0 cc syringes on (B)(6) 2011, to the nasolabial folds. Pre-procedure medications included topical betacaine. No additional procedures were performed at the time of implantation. On (B)(6) 2011 (also reported as, "approximately (B)(6) weeks after injection"), the patient developed a hard, tender, red nodule at the superior edge of the right nasolabial fold. Bacterial cultures of the nodule site performed on (B)(6) 2011, were negative. Treatment for the reported event included doxycycline 200 mg daily; injections of kenalog (triamcinolone) 2.5 mg/ml into the affected nodule seven times on unspecified dates between (B)(6) 2011; and injections of hyaluronidase into the nodule four times on unspecified dates between (B)(6) 2011. As of (B)(6) 2011, the nodule was still present and treatment was ongoing. The physician felt that the restylane-l treatment caused the reported events. The physician assessed the severity of the reported events as severe. The lot number and expiration date for one of the restylane-l syringes was 10632 and nov-2011, respectively. The lot number and expiration date for the other restylane-l syringe was 10384 and may-2011, respectively.